Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500ml. Flow rate: 7ml/hr. Procedure: wrist surgery. Cathplace: shoulder. Bolus button is stuck down. Orange indicator is in uppermost position. Pump appears to be infusing through the saf dial set at 7ml/hr. Per pt (B)(6) 2011, the pump never worked at all and she was in a lot of pain over the weekend. The pump was removed on (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.